Event description:
The following info was provided through a study. A female with a history of proliferative vitreoretinopathy (pvr) with retinal detechment had a vitrectomy in 2005. Subretinal migration of the product was identified on the event date. There has been no intervention to remove the residual product and the pt's condition is not known. Additional info has been requested.

Manufacturer narrative:
The complaint device is not being returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg records. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute.